Event description:
It was reported that pump displayed malfunction alarm ¿malf 1¿ that could not be reset, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged shipment of replacement pump with updated software.